Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. PMA/510(k) number:k101880.

Event description:
The patient came with a mobile implant crown on (B)(6) 2022. Doctor unscrewed it and a strong smell was detected. After some x-r made on (B)(6) 2022, he found a displaced fracture of the implant collar in the vestibular region. Implant has been removed on june, 1st. Inflammation and halitosis were reported as a result of the event

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) imp,tsv,mcol mg,4.7mm,11.5mml (tsvmwb11) was returned for investigation. Visual evaluation of the as returned implant identified that the implant fractured at the collar. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing conditions noted on the per were bruxism and high bone density (type I). The reported device was at tooth location 46 (fdi) for approximately 4 years, 11 months. The customer provided x-rays and images that were attached in the complaint. Within image on the superior aspect of implant has a tiny opaque segment that suggests a possible fractured piece. DHR review was completed for the subject lot number (63463094). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Review completed utilizing keywords: fracture: implant. Therefore, based on the available information, device malfunction did occur, and the reported event of fractured implant was confirmed.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4).